Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which led to loss of capture, oversensing and pacing inhibition. No asystole was noted. Additional information was received which indicated the source of these observations was not conclusively identified. This rv lead was explanted. No additional adverse patient effects were reported.